Manufacturer narrative:
Other applicable components are: product ID 7482-51 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2017 product type extension. Please see the following report numbers for the various systems. This event occurred in: (dual) system #2: product ID 37602 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type implantable neurostimulator; report number: 3004209178-2017-19105 (dual) system #2: product ID 37602 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type implantable neurostimulator; report number: 3004209178-2017-19104 (single) system #3: product ID 37603 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type implantable neurostimulator; report number: 3007566237-2017-0323. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator. It was reported that the patient was implanted with deep brain stimulation (dbs) on (B)(6) 2010. After the surgery, it was reported that the patient experienced poor efficacy so they returned to the hospital where it was discovered that one of the extension wires was broken; the patient was not experiencing a greater than 50% reduction in symptoms. The extension was replaced. The implantable neurostimulator (ins) was also noted as a component related to the event but there was no specific allegation associated with the ins. Follow-up is being conducted to obtain clarification regarding the ins and its relationship to the event. It was then stated that the cause and what troubleshooting was performed related to the event were unknown. The event remains ongoing as the patient still wants to improve the symptoms. On (B)(6) 2017, image001, image002, image003, additional information was received from a manufacturer representative (rep). It was clarified that the broken extension caused the poor efficacy and the problem was solved after replacing the extension. No further complications were reported/anticipated.